Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 24911 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. During functional testing, the console terminated the application and displayed the coaxial animation icon to the user as a potential issue. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection and pressure testing of the handle segment, a leak path was identified at the vacuum tube to service loop bond. The vacuum tube was partially detached from the service loop. In conclusion, the reported visible blood was confirmed through analysis. The balloon catheter failed the returned product inspection due to the bond leak observed at the vacuum tube to service loop joint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The ruptured balloon was confirmed to be a double balloon breach.

Manufacturer narrative:
Continuation of d10: product ID: 2af283 product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Blood was observed in the coaxial umbilical cable leading to the diagnosis of a ruptured balloon, which was then replaced to resolve the issues. The console could not be activated, continuously displaying a vacuum issue with the catheter and not showing a "ready" signal. After replacing and adjusting the spare console twice and replacing four coaxial umbilical cables without resolution, it was determined that the problem was with the balloon's vacuum state. The balloon catheter was replaced for the second time which resolved this vacuum issue. The case was completed with cryo. No patient complications have been reported as a result of this event.